Event description:
Device returned to manufacturer with report of "stalled rotor." Repeated attempts to secure more information concerning the pt and event went unanswered. Device was replaced wtih a new pump.